Event description:
It was reported this balloon catheter ruptured/leaked following a successful endovascular procedure. Following removal of the balloon catheter from the patient, it was discovered the balloon material had detached in the patient's vessel. The location of the balloon material was not known at that time. The patient subsequently developed symptoms and underwent successful retrieval of the detached balloon material. No pt sequelae resulted from this event and the patient's condition is good. To date, the device has not been received by this manufacturer. Therefore, no failure analysis is available. It was indicated this device had exceeded its expiration date which believe may have contributed to this event. However, without evaluating the device, the co is unable to determine the exact cause of this event at this time. Directions for use state: "the recommended shelf life is as noted. As with all latex rubber, the latex used in the balloon suffers deterioration over time. Storage beyond the expiration date listed on the package may cause the balloon to deteriorate...if loss of pressure within the balloon occurs during inflation or if balloon ruptures, immediately discontinue the procedure. Deflate the balloon. Do not re-inflate and remove carefully."